Event description:
I used super poligrip from 2004 to 2006. I also began using dental adhesive cream too. I began experiencing numbness, swelling in my gums, and other tingling in my extremities. Frequency: 3x / year. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.